Event description:
It was reported that there was a possible break in the pump tubing. It was noted that a CT scan of the abdomen was done. There was subcutaneous fluid collection in the anterior left pelvic wall adjacent to the pump tubing at pump/catheter connection. The patient decided to have the pump and catheter removed. The pump system was explanted on (B)(6) 2015. The system was not replaced. The reason for catheter removal was "possible break." There was no patient injury. It was later reported that the patient's pump was prone to flipping with original implant position. When placed higher in the abdomen patient found it to be uncomfortable. The patient found the pump position uncomfortable. The patient experienced poor pain control. The cause of the event was presume disconnected or fracture of catheter. The event was attributed to the pump and catheter. The pump system was delivering dilaudid and baclofen. The patient recovered without sequelae after the device was removed.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn: (B)(4), found no anomaly. Analysis of the catheter, model# 8578, sn: (B)(4), found no significant anomalies. Analysis of the catheter, model# 8709, lot# j11165r33, found no significant anomalies. Analysis of the unknown catheter found no significant anomalies.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type accessory; product ID 8709, lot # j11165r33, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type catheter; product ID neu_unknown_cath, serial # unknown, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.